Event description:
On (B)(6) 2012, the pharmacist contacted lifescan through a letter from (B)(6) alleging strip issue with the one touch verio test strips. It was noted that the pharmacist sent an empty vial. The pharmacist did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the pharmacist claimed strip issue with the one touch verio test strips. There is no evidence, however, that the alleged issue contributed to a serious injury. The pharmacist did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.